Event description:
Two (2) sureform 60 staplers with the same lot number would not engage with the robot. The units were unable to be advanced and the wrist would not maneuver. A new device with a different lot # was then utilized without issue. FDA safety report ID# (B)(4).